Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 28. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.